Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up the right atrial (ra) lead pacing thresholds had increased and the p wave had decreased, while the pace impedance measurements were stable. The physician suspected a dislodged thus an x-ray was ordered. In addition the atrial amplitude had increased. A repositioning procure was planned. No adverse patient effects were reported. Additional information noted that this lead was explanted and will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.